Event description:
The customer reported via phone call that the display on the insulin pump is blank. Customer had tried three ne batteries and the display was not returning. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are damaged. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 209 mg/dl. The customer called the next day after receiving the battery cap replacement and stated that the insulin pump was still not turning off with the new battery cap. Customer tried inserting the battery again and the display returned and received a battery out limit alarm. Last blood glucose reading was 269 mg/dl. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.